Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during a diagnostic ebus procedure, the aspiration needle kept getting stuck in the channel of the stylet. The procedure was completed with a similar device. As a result, a tissue sample was unable to be obtained. There were no reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the needle tube sheath below the metal protector boot was severely kinked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to the torn cable and the cracked lens was due to a component failure. Olympus will continue to monitor field performance for this device.